Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's front panel/keypad led board was replaced to address the issue. There were "service required" codes found in the ventilator's downloaded error log. The device's oxygen blending module board, system board, and sensor board were replaced to address the issues. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.